Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection believed to have originated from the operating theater. The patient¿s pacemaker [sn: (B)(4)] and three leads {sn: (B)(4)] were explanted on (B)(6) 2017, and were replaced on (B)(6) 2017. But for the infection, the patient was stable before, during and after the procedures.